Event description:
Open reduction of the left tibia, the surgeon inserted a cannulated screw overtop of a guidewire. When taking the guidewire out, a portion of the guidewire broke off and remains inside of the cannulated screw. A portion was left in place as the safest option.